Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Patient presented emergently with pain in abdomen approximately 4 years post-op. A CT scan showed no signs of a rupture but the iliac limb was pulled out of the left common iliac and the iliac artery has grown to 35mm. A type ia endoleak was also observed but it only went down to previously placed embolization coils and did not flow into the aneurysm sac. Physician elected to re-intervene by placing 3 ovation limbs to extend into the left external iliac artery, which successfully resolved the type ib endoleak. The physician has decided to leave the treatment of the type ia for a later date. As of the date of this report there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported proximal loss of seal and stent fracture was found to be user related, due to the off-label juxtarenal angulation and significant infrarenal angulation. The intentional user placement in off label neck anatomy created a type ia endoleak which persisted at 5 days post implant. The multiple stent fractures of the proximal stent likely contributed to the type ia endoleak. The type ia endoleak resolved without intervention. The final patient disposition was reported as doing well after re-intervention to resolve the type ib endoleak. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.